Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: evaluation revealed that the black box shows evidence of cs 064-0001 alarms on 06/01/2015. The pump was exercised for 24 hours and the cs 064 alarm complaint was not duplicated. The black box confirmed occlusion during prime operation, no defects found. The battery compartment is cracked below pad, pump case removed and no internal moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.